Event description:
Initial reported event: top button of the handpiece is not working. Conmed electrosurgery evaluation: the handpiece was connected to an electrosurgical (esu) unit to simulate actual use. When the suspect handpiece was connected to the esu the handpiece self activated.

Manufacturer narrative:
Upon retroactive review of this complaint file, it was determined that this was an MDR reportable event. The MDR is being filed immediately upon this discovery.